Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer stated that they had blood glucose value over 500mg/dl since last night and had been taking shots and blood glucose value came down to about 230mg/dl but went back up to 430mg/dl. Customer¿s blood glucose value at time of incident was 400 mg/dl and current blood glucose value was 432 mg/dl. Customer stated that the stomach was hurting and had headache. Customer treated with syringes. Customer performed self test and it passed. Insulin pump will not be returned for analysis.